Event description:
It was reported that a el314 was used during an unknown procedure. It was reported by the affiliate that the jaw was too wide and cannot hold the clip securely. The clip dropped after the surgeon put the applier in. Finally the surgeon used a al326 to complete the case.